Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced fluid collection, infected mesh, inflammation, seroma, abscess, hernia recurrence, staph aureus, scarring, yellow serous fluid, abdominal pain, vomiting, discharging sinuses, pain, chronic abdominal wound with purulent discharge, uti, bladder fistula, erythema, swelling, fungal infection, severe pain with walking, skin irritation, wound infection, thrush, small bowel obstruction, adhesions, agitation, physical aggression, delirium, hallucinations, & incontinence. Post-operative patient treatment included CT scan, use of indwelling drain, multiple hospitalizations, antibiotics, incision <(>&<)> drainage of abdominal wound abscess, yellow serous fluid aspirated, imaging, pain medication, exploration of abdominal wall sinus, wound care, wound vac, debridement of abdominal wound sinus, mesh removal, repair of bladder fistula, reconstruction of abdominal wall, tackers removed, ultrasound guided drainage of seroma, antifungal medication, seroma wall excision, excess skin excised, multiple hernia repair with meshes, IV antibiotics, drain placement, laparotomy, & primary repair of incisional hernia.

Manufacturer narrative:
H6 ime e2402: sinus, physical aggression medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: during a detailed review of the received medical records, an additional incident was identified involving a medtronic mesh for the patient reported under regulatory report #9615742-2024-01384. No device allegation were reported by the attorney for this incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.